Manufacturer narrative:
Model/catalog #: 9733856: battery was checked with voltmeter and had 0% charge.; a new battery was sent to replace. Model/catalog #: 9733627: the battery was connected to a known good ups and allowed to fully charge, prior to testing. Under battery power and with a load applied consisting of a 500w lamp, the ups shut down immediately. The battery should power the load for at least three minutes. Failure confirmed. Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the battery on the system was no longer holding charge and the system would shut off immediately after being unplugged from the wall. This was reported outside of a case. There was no patient present.